Event description:
Multiple pieces of the ebus [endobronchial ultrasound bronchoscopy] bronchoscope came off into the patient's lung. Pieces were removed from patient. Scope was removed from the field and replaced with new scope. Rt [respiratory therapy] thinks it is from the black possibly metal ring on the scope.